Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6).

Event description:
It was reported that during a routine check discovered by the customer, the cs300 intra-aortic balloon pump (iabp) has video card problems and a black screen. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) performed troubleshooting, diagnostic and functional tests, panel opening with control. The fse cleaned and adjusted the cables. The unit is working properly. The fse then performed all functional tests per factory specifications. The unit passed all tests performed.

Event description:
N/a.